Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 264-265 mg/dl. Customer delivered a correction bolus to address bg. It was also reported that a malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy.